Manufacturer narrative:
The returned paddle lead was analyzed, and it was reported that the visual (microscope) and x-ray inspection of the lead revealed that two cables were completely broken at the bent/kinked location of the lead. The lead got kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
It was reported that the patient had high impedances on the paddle lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of (B)(6) 2023.

Event description:
It was reported that the patient had high impedances on the paddle lead. The patient underwent a lead replacement procedure and was doing well postoperatively.